Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Analysis revealed device connector misalignment.

Event description:
It was reported that during the implant procedure the physician could not insert the lead into the device port. A new device was used and the lead easily entered into the port of the new device. The original device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.